Manufacturer narrative:
(B)(4). The complaint mr850 respiratory humidifier is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in united kingdom reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Event description:
A healthcare facility in united kingdom reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr850 respiratory humidifier was returned to fisher & paykel healthcare (f&p) in new zealand where it was analysed. Result: resistance measurement of the speaker confirmed that it was open circuit. Testing of the returned pcba with a known working speaker revealed that the pcba was operating as expected. Conclusion: we are unable to determine the cause of reported event. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.